Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported fluid leaked from the t-connector when flushed. The t-connector was tightened; however, leakage continued. The connector was retightened, cerezyme infusion started but fluid continued to leak. T-connector replaced and the infusion restarted without leakage. There was no report of patient harm or medical intervention. No further patient/event information was provided.